Event description:
Healthcare professional additionally reported "rupture. Healthcare professional also reported "weight problems" which is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "capsular contracture, baker grade IV. With gross deformity, asymmetry, double bubble deformity, breast looked awful. Skin is so thin". This record is for the left side. Device remains implanted.